Event description:
It was reported that during injection the medication flow stopped with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: found during injecting the pen stopped,took the needle off this first pen and placed this same needle on a new pen. This 2nd pen also did not work during injection. Tried a 2nd needle on this 2nd pen and was able to get injection.

Manufacturer narrative:
Investigation summary: customer returned two (2) 31g x 8mm bd pen needles from lot 9015884: one that was returned after use, and one that was sealed/unused. Consumer reported during injecting the pen stopped; non patient end is bent. The sample that was returned after use was examined, and observed to have a bent non-patient end (npe) cannula, however, no evidence of manufacturing defects was observed on the sample. The sealed/unused sample was examined, then tested for flow using a test pen injector: this pen needle was able to expel properly, and no issues were observed. Since no manufacturing defects were observed on the two returned samples, and the bent npe cannula was only observed on the sample returned after use, the probable cause of the bent npe cannula is user error during pen needle attachment to a pen injector. The bent npe cannula would be the cause for no flow through the pen needle, hence, the customer would think the pen needle was clogged (as reported). A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent npe cannula). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection the medication flow stopped with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter: found during injecting the pen stopped,took the needle off this first pen and placed this same needle on a new pen. This 2nd pen also did not work during injection. Tried a 2nd needle on this 2nd pen and was able to get injection.